Event description:
It was reported that the physician reprogrammed the configuration after several months of seeing a problem with the morphology data.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.